Event description:
It was reported that the right ventricular lead exhibited an anomaly. The lead was capped and replaced, was not explanted.

Event description:
It was reported that the right ventricular lead exhibited an anomaly. The lead was capped and replaced.